Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). This device was explanted and replaced. No additional adverse patient effects were reported.